Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found, the returned device indicated a missing set screw.

Event description:
It was reported that the screw of the pacemaker could not be tightened. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.